Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose of 358 mg/dl at 5:39 pm and 462 mg/dl at 9:18. The customer was treated with insulin pump (subcutaneous insulin infusion). The customer also reported crack on rim of res compartment of insulin pump. Troubleshoot was performed for cosmetic damage. Troubleshoot was declined by the customer for high blood glucose. The insulin pump will be returned for analysis and the replacement will be sent to the customer.

Manufacturer narrative:
Insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump had cracked case at display window corners, battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube, minor scratched and cracked display window, and missing end cap sticker.